Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-06127 for the exalt model d controller. It was reported that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023. During the procedure, the screen went blue. But outlines of objects were still visible. Subsequently, visualization was completely lost. The scope was removed from the patient and the procedure was completed with a reusable scope. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Block e1: (B)(6) hospital. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d single use duodenoscope was analyzed and during product analysis the reported issue could not be replicated. Therefore, the reported event was not confirmed. A visual inspection was performed and no evidence of any damage or defect was observed on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. Witness marks were observed on the pads of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed by connecting the device to an exalt controller. Upon connection, a live image was displayed, and the lighting emitting diode (led), no issues were observed with the image or lighting. Articulation of the tip was performed using the control knobs on the handle, and no changes to the image quality were observed. The distal tip was manually manipulated, and no issues were observed with the image. The umbilicus was manipulated by rotating the connector at the controller, applying tension to the cable, and stressing the strain reliefs at the connector and the handle; no issues were observed with the image or lighting. The handle was opened to visually inspect the repeater button printed circuit board (pcba) at the top of the handle and the electrical component routed through the bottom of the handle. A glue feature that holds an internal electrical component, the j6 interposer, to the pcba was noted to be detached. Nevertheless, the interposer remained securely in the zero insertion force (zif) connector, as it is designed to be secure. The interposer and wires were manipulated; the image loss could not be replicated. The interposer was disconnected from the zero-insertion force (zif) connector, and the connector was visually inspected; no defects or obstructions were observed in the zif connector. Although adhesive detachment of the interposer was observed, product analysis was unable to replicate the reported image issues or identify any issue that could have caused or contributed the reported event; no probable cause could be identified. Evidence in the region of the j6 interposer glue feature suggests it was attached during manufacturing, as the glue is present on both sides of the interposer, and the adhesive was cured. It is possible the glue feature failed due to subsequent handling and processing of the device. No impact on the performance of the device was observed due to this component failure, and the image complaint could not be replicated. Therefore, and based on all the available information, the conclusion code selected for this event is no problem detected, which indicates that the event could not be confirmed after analysis of the returned device. A search of the complaint database was performed to review for additional complaints against the batch related to detached interposer components. One additional complaint against the batch was reported since manufacturing in september 2023; the reported event was not related to image color or loss of visualization, and the unit was not received for analysis to identify a detachment of the interposer. It is unlikely there is a batch-related trend for the component failure identified. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: block e2, was corrected. Block h6, code a24 was added based on product analysis to capture the detached j6 interposer.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-06127 for the exalt model d controller. It was reported that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023. During the procedure, the screen went blue. But outlines of objects were still visible. Subsequently, visualization was completely lost. The scope was removed from the patient and the procedure was completed with a reusable scope. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Block e1: (B)(6) hospital. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.